Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy in the rectum, performed on (B)(6) 2009. According to the complainant, during the procedure, they were able to advance the clip out of the sheath but the clip would not open and could not be manipulated. This damaged clip was removed and the case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - (won't open). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).